Event description:
The customer reported the ventilator is displaying a solid blue screen, making an audible alarm in intervals, and the alarm led is flashing. The biomedical engineer has tried using battery and ac power. It is unknown if the device was in use on a patient at the time of the reported event. There was no patient or user harm reported. Further information has been requested. If additional information is received, a supplemental report will be submitted. The bench service engineer (se) confirmed the customer complaint: when unit is connected to power screen display goes blank. Multiple issues were found between the lcd and the user interface (ui) board. The lcd is defective. The user interface pcba is intermittent. The lcd cable is also intermittent and needs to be replaced. The se replaced the ui pcba, lcd assembly, lcd cable, and ui pcba cable to resolve the issue.

Manufacturer narrative:
There was no patient involvement at the time the reported issue occurred.

Manufacturer narrative:
The user interface (ui) cable was returned for failure investigation. The customer complaint was not verified. There was no fault found. The ui cable passed all testing.

Manufacturer narrative:
The product investigation lab (pil) technician was unable to confirm the complaint. When the user interface (ui) printed circuit board assembly (pcba) was installed to the standard test bed (stb), the screen was visible and responded to the touch input. No problem was found.